Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room (ER) with reports of receiving shock therapy. Additionally, the patient reported waking up that morning with a racing heart rate. Upon review of the patients electrogram (egm)s, it was found the patient received inappropriate anti-tachycardia pacing (atp) and shock therapy for atrial fibrillation (af). Technical services (ts) was consulted and discussed with the health care professional (hcp) programming optimization recommendations. Subsequently, the device was reprogrammed. No adverse patient effects were reported. Additional information was received that during routine remote monitoring of the patient, the patient experienced a ventricular arrhythmia where the patient received atp and shock therapy. After the first burst of atp was delivered for ventricular tachycardia (vt), this accelerated the patient's underlying arrhythmia into ventricular fibrillation (vf). The device charged, but the vf broke on it's own, therefore, no shock was delivered at that time. Subsequently, during the same episode shortly after the vf broke on its own, the patient, went back into vt where atp and one shock was delivered, successfully converting the ventricular arrhythmia. It was reported that the patient has undergone a vt ablation procedure, but still continues to have vt. Ts was consulted and provided the hcp with device optimization recommendations. The hcp is to discuss the recommendations with the treating physician. The device remains in-service. No additional adverse patient effects were reported.